Manufacturer narrative:
Device manufacture date provided.

Event description:
A medtronic representative reported that, while in a l5-s1 spinal fusion procedure, the surgeon alleged one of the s1 screws was placed further anterior than navigation showed. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. No revision surgery was required.

Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported that it appeared the screws in the confirmation spin were advanced further by 2-3mm into the anatomy than the screws saved on the navigation system. It was suspected the frame clamp may have shifted because both were off by the same amount in the same direction. No revision surgery was required. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.